Event description:
The manufacturer received information alleging on everflo was involved in a fire. The patient reportedly received third degree burns and was hospitalized. The device is not being released to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.